Manufacturer narrative:
Initial reporter phone#:(B)(6). Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample is from lot 22015772. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015772 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that while using a bd smartsite¿ needle-free connector, the connector was clogged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, after the nurse performed the indwelling needle intubation operation on the child, the needle-free closed infusion connector was connected to the injection and the injection of the medicinal solution could not be injected, and it was replaced immediately. The consumables (joints) used by the department were stored in the treatment room with a suitable temperature (25-26 degrees celsius). After successful puncture of the indwelling needle, the nurse then connected the infusion device port to the smythe, connected it well, opened the regulator, and found that the liquid could not drip out completely. After replacing another new connector, the connection could drip smoothly.